Manufacturer narrative:
Analysis of the ipg ((B)(4)) found that the setscrew was backed out too far and analysis of the lead ((B)(4)) found that the conductor was broken at the weld site and the impedance on the circuits was: 90.2 ohms for circuit #0, 89.1 ohms on circuit #1, 87.0 ohms on circuit #3, and intermittent on circuit #3. Fdr 180 belongs to the lead and the fdr belongs to the ipg.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0x0vc, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was experiencing occasional shocking in her pelvic area. The shocking was happening periodically during normal use. She was seen multiple times in the office by a nurse practitioner for configuration changes. The patient stated that her therapy was still working, but she was experiencing occasional shocks. The physician decided to take out the entire system and replace it with a new lead and implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.